Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2015 with the following findings: investigation revealed that the battery compartment was cracked. Evaluation also revealed that the battery cap was damaged; the top of the battery cap was stripped. Unrelated to these issues, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Also unrelated to these issues, investigation revealed that the audio bolus button cover was detached and missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation also revealed that the battery cap was damaged; the top of the battery cap was stripped. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/18/2015.